Event description:
Boston scientific crm received information that approximately one week post implant, the right atrial (ra) lead was unable to obtain lead impedance measurements, as well as displaying poor atrial capture and sensing. The clinician reported they have never had this experience before, and will be revising the ra lead in the near future. The product remains in service.